Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the pediatric patient experienced a detached sensor wire stuck in the skin. The patient experienced inflammation in the insertion site. On (B)(6) 2026, the patient visited the dermatology department, and an x-ray was performed and pediatrician confirmed that the needle had penetrated the fat tissue. An incision was made and successfully removed the retained sensor wire in the skin. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).